Event description:
Blood pressure dropped during graft introduction steps of procedure. Anesthesiologist administered IV medication to restore bp to normal.

Manufacturer narrative:
The code of "other meaning that inspection records, testing, lot records, training, etc. Were evaluated. The results of this investigation point to a deviation from the surgical technique being the most likely contributor to this event. The manufacturing is taking preventive action to further accommodate a wider variation in technique of graft delivery. The manufacturer is considering possible labeling clarification, design enhancement, and training enhancement.